Event description:
An impella 5.5 was inserted via the axillary artery graft to support the 74-year-old male who had been admitted in with cardiomyopathy, presenting in scai stage e shock. The patient was placed on the 5.5 as care escalation from a prior impella cp. The patient's history was inclusive of known coronary artery disease and renal insufficiency. No other medical history was shared. On the day of 5.5 insertion the automated impella controller (aic) was removed and replaced after alarming for "air in purge system" and troubleshooting measures had failed. They had de-aired and taken the purge cassette in and out of the aic, neither troubleshooting measure resolved. The 5.5 support continued for over 10 days on the 2nd aic before the pump was removed and patient had a left ventricular assist device (lvad) placed. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.